Event description:
The patient reported that her insulin cartridge leaked insulin inside her infusion device. The patient did not notice the insulin ingress until the infusion device displayed an 07 (system alarm). The patient indicated that about 50 units of insulin may have pooled inside of the insulin device cartridge compartment. The patient's blood glucose was not affected. No medical treatment was necessary. The product has been requested to be returned for evaluation.